Event description:
It was reported by the patient's spouse that the patient passed away. The patients spouse advised that the cause of death was not spinal cord stimulation (SCS) device related.

Event description:
IT WAS REPORTED BY THE PATIENT'S SPOUSE THAT THE PATIENT PASSED AWAY. THE PATIENTS SPOUSE ADVISED THAT THE CAUSE OF DEATH WAS NOT SPINAL CORD STIMULATION (SCS) DEVICE RELATED.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations related to the event occurred during manufacturing. The patient passed away and therefore, a physical analysis has not been conducted in our laboratory.The device was not returned for analysis. However, a product record review determined that the patients death was reported by a patient advocate, with the cause of death stated as not believed to be device related. There was no information indicating a device malfunction or performance issue, and no clinical evidence was provided to associate the event with device use. Therefore, this investigation is assigned a probable cause of Adverse Event Related to Patient Condition.